Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 210 mg/dl. No bg meter comparison value was taken at this time. The patient self-treated with insulin per routine diabetes management. After treatment, she checked her bg meter reading and it was 61 mg/dl and then 54 mg/dl. The patient treated herself with insulin for a high bias inaccuracy leading to a hypoglycemic event. The patient¿s lips were hot; she was sweating, weak, and tired. The patient called ems. Once they arrived, the patient¿s bg meter reading was 54 mg/dl and the cgm was still reading in the 200s mg/dl. The patient was treated with IV glucose. They stayed with the patient for approximately 25-30 minutes and before they left the patient her bg meter reading was 101 mg/dl. The patient refused to be taken to the ER. The patient was tired at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient first self-treated. The reported glucose values fall within the d zone of the parkes error grid when the patient had symptoms. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.